Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 4 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Continuous glucose monitor (cgm) values of 46 to 53 mg/dl were recorded at 02:35:50 am to 02:55:44 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 48 was enunciated at 02:35:50 am on (B)(6) 2020. The user made the following bolus request(s) without entering blood glucose or carbohydrates and while having insulin on board (iob): time: 11:01:23 pm date: (B)(6) 2020 iob: 2.22 requesting a bolus with entering blood glucose or carbohydrates and while having iob may lead to a low glucose event. The user made the following bolus request(s) while having insulin on board (iob): time: 11:18:50 pm date: (B)(6) 2020 iob: 4.18. Time: 11:22:59 pm date: (B)(6) 2020 iob: 4.48. Time: 12:39:00 am date: (B)(6) 2020 iob: 3.77 requesting a bolus while having iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 53 was recorded at 1:20:42 pm on (B)(6) 2020. Continuous glucose monitor (cgm) value of 46 was recorded at 1:30:46 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 1:20:42 pm on (B)(6) 2020. The user made the following bolus request(s) without entering blood glucose or carbohydrates and while having insulin on board (iob): time: 9:29:49 am date: (B)(6) 2020 iob: 2.49. Requesting a bolus with entering blood glucose or carbohydrates and while having iob may lead to a low glucose event. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 50 mg/dl were recorded at 8:10:40 pm to 9:10:40 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 43 was enunciated at 8:10:40 pm on (B)(6) 2020. The user made the following bolus request(s) without entering blood glucose or carbohydrates: time: 4:16:01 pm date: (B)(6) 2020 bg: 0 mg/dl. Requesting a bolus with entering blood glucose or carbohydrates may lead to a low glucose event. Continuous glucose monitor (cgm) value of 53 was recorded at 10:30:40 pm on (B)(6) 2020. Continuous glucose monitor (cgm) value of 48 was recorded at 10:45:40 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 53 was enunciated at 10:30:40 pm on (B)(6) 2020. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels less than 40 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Recommendation was made to discuss diabetes management with a health care professional.